Manufacturer narrative:
Concomitant medical products: unknown, ipg, implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead were capped and replaced due to decreasing lead impedance since the leads were first implanted. Noise was also evident on the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.